Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Pt contacted dexcom technical support on (B)(6) 2011 to report that, while on the phone with her son, she experienced a hypoglycemic event. Event was reported in MDR 3004753838-2011-00266. During her f/u call to dexcom technical support, pt also stated that she has experienced similar event around (B)(6) 2011 which also required medical intervention. Pt¿s son¿s girlfriend found her on the floor and administered glucagon before calling paramedics who took pt to hosp where pt was revived. Pt has limited recall of event and could not provide further details. At the time of her call to dexcom technical support on (B)(6) 2011 pt had recovered from both events of approx (B)(6) 2011 as well as (B)(6) 2011 and was feeling fine.